Event description:
During atrial fibrillation, pulse field ablation electrode 5 on the ablation catheter was black on the carto mapping screen and would not pulse (was previously working for >10 pulses so far). First, cable changed with no resolution, then catheter changed and issue resolved / no pt. Harm.